Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported emergency room visits for hyperglycemia on (B)(6) 2010 and (B)(6) 2010. The sequence of events was reported as follows: blood glucose levels were elevated for 7 - 10 days prior to first ER visit on (B)(6) 2010. The pt was disconnected from the pump for several days leading to the hospitalization and did not provide insulin via an alternate method. The pt reported her blood glucose read hi on her meter, she refused medical attention after arrival to the ER, and left the hospital against medical advice. She inserted a new infusion set and re-started pump therapy on (B)(6) 2010 and visited the ER again for treatment on (B)(6) 2010 at 11:30pm for unresolved hyperglycemia; she reported blood glucose was 589mg/dl with no ketones present. The pt was discharged from the hospital at 4:00am on (B)(6) 2010. At the time of the contact on (B)(6) 2010, pt reported that her blood glucose was 335 mg/dl. The pt reviewed the pump and observed that basal rates are programmed correctly. She stated that an air bolus delivered insulin correctly and recovered in the history accurately. The pt noted that the time is set incorrectly and there are gaps in dates that make review of delivery history difficult. F/u contact on (B)(6) 2010 indicated that the pt's blood glucose was again elevated, the pt stated that she was using syringes for insulin delivery, the pt refused to discuss or trouble shoot, and she alleged that the pump was not working.